Event description:
It was reported that the lead had noise and was oversensing. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the proximal conductor was fractured. It was noted that the defibrillation coil was distorted, the defibrillator conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism and there was a non-electrical miscellaneous finding on the tip electrode. The lead was received at analysis with the steroid ring missing. It cannot be determined when this occurred. The interior superior vena cava defibrillator cable was fractured (overstress) at 31 cm. The exposed coil continuity is complete.